Event description:
Customer reported to beckman coulter, inc. (Bec) that the red blood cell (rbc) and hemoglobin (hgb) data were not reproducing as well as they used to on the coulter lh 750 hematology analyzer. Customer reported that there was a diluent leak. There was no report of patient results affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) replaced the tubing at the white blood cell (wbc) bath pressure vent area, and the rbc dispenser assembly pinch valve tubing.

Manufacturer narrative:
(B)(4).